Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that ap patient presented with over-sensing noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were made. The patient was stable throughout.